Event description:
While trying to insert the subject pedicle screw, the screw head seized up about 3/4 of the way. The surgeon had to use tools to reverse the screw out to remove it. This delayed the surgery 5-10 minutes. No patient harm occurred, but it took a lot of force to remove the screw.

Manufacturer narrative:
During insertion of a large ø7.5 × 65 mm screw, advancement stopped at ¾ depth. Additional force was applied, causing the polyaxial housing's inner bushing ring to dislodge and cold fuse to the screw head. Resistance likely due to inadequate pilot hole preparation for diameter/depth or dense bone. No patient harm occurred, but surgical delay resulted. Root cause indeterminate due to lack of pilot hole preparation details, bone density data, or imaging.